Event description:
It was reported that the patient notifier activated when rv pli increased. Egms showed noise on the lead. Pocket manipulation was performed and noise was observed on the rv unipolar rv ring channel. In 2009, the physician re-opened the pocket and re-torqued the loose setscrews. All measurements were normal.

Manufacturer narrative:
No medwatch form was received.